Manufacturer narrative:
The pod was received with the formed needle not fully retracted. Once the pod was opened, the formed needle and linkage assembly returned to the fully retracted state. The needle mechanism was manually reset to the undeployed state and then the needle mechanism was manually deployed. No damages or defects of the needle mechanism assembly that would cause the formed needle to not fully retract were observed. Upon inspection of the inside of the top housing, score marks were observed indicating misaligned linkage assembly. This misalignment of the linkage assembly contributed to the formed needle not fully retracting. The formed needle not fully retracting contributed to skin irritation at the infusion site. Fluid was able to move freely through the fluid path and no damages or defects that would inhibit the pod's ability to produce insulin were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 398 mg/dl while wearing the pod between 1 and 4 hours. Patient also reported experiencing a rash. As treatment, a new pod was applied and a correction bolus was delivered.